Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited a longevity estimation anomaly. The pacemaker was explanted and replaced. The patient was in stable condition.